Manufacturer narrative:
1) the manufacturer received information regarding a dreamstation auto CPAP. The manufacturer received information alleging atrial fibrillation. At this time medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. 2) box b is updated from product problem to adverse event and box h is updated for serious injury in this report. Additionally, patient outcome code grid and health impact grid are also updated in this report.

Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleging headaches, nose ache, fib, anxiety. There was no report of medical intervention. No additional information can be requested at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.